Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 59-year-old female patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage d shock, on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. After 17 days on support, the device was removed with a bridge to a left ventricular assist device (lvad). The post-procedure is survived at explant. While on support, the impella functioned at p-6 at 4.3l/min as intended with d5w sodium bicarbonate in the purge solution. It was reported that until the lvad implant, the patient was fully awake, and breathing on her own (no ventilator). Approximately three hours after the lvad implant, the patient was intubated, but responsive and able to follow simple commands; however, became progressively less responsive over time. A brain death diagnostic computed tomography (CT) scan showed a beginning dissection starting from the right subclavian artery (5.5 impella access site) up to the brachiocephalic trunk and the beginning of the aorta. The patient was subsequently declared brain dead and expired. It is unknown if the injury was attributed to the impella. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the device from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.